Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump shoots out insulin during manual prime. The patient¿s blood glucose was unknown at the time of the incident. Customer also report display depleted battery while changing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test but had a prime/fill anomaly during the basic occlusion test due to a loose drive support disk. We were unable to perform the occlusion, prime or excessive no delivery tests due to the loose drive support disk. No failed battery test alerts were noted.